Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn:(B)(4), model: sc-8216-70, serial: (B)(4), batch: 18649742.

Event description:
It was reported that the patients ipg was not communicating with the remote control (rc). The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and paddle lead were not returned.